Event description:
As a result of a varian engineering review, it was noted that, after an mlc plan is sent to the controller, the workstation should display a workstation interlock until leaves are at the plan's initial position. The workstation is not asserting this interlock. The interlock is normally visible on the mlc workstation display. This is based on an internal complaint and no injury occurred.

Manufacturer narrative:
There have been no known reports of this issue from clinical customers of the mlc. Although there was no reported injury in this case, the available info suggests a malfunction of the device may have occurred. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction could result in misadministration. Additional f/u to this MDR is expected upon completion of the investigation. (B)(4).